Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9269745, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the needle was broken. However, it was reported that the needle broke during use. Based off the provided photo the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Event description:
It was reported that while administering "heavy neocaine", the bd whitacre¿ needle broke off inside the patient's subcutaneous tissue. Surgical intervention was required to remove the broken needle tip. The following information was provided by the initial reporter, translated from portuguese to english: 'product needle 27, during anesthesia procedure in patient, the needle broke. Its distal part remained inside the patient's subcutaneous tissue, it was required a surgical intervention to remove it as foreign matter." "Correction: the needle that presented issue during the procedure was the bd spinal 27gx3.5 of batch 0031858, expiration date 01/31/2025 and not the pencil-tip. Medication that was being administered: heavy neocaine."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while administering "heavy neocaine", the bd whitacre¿ needle broke off inside the patient's subcutaneous tissue. Surgical intervention was required to remove the broken needle tip. The following information was provided by the initial reporter, translated from portuguese to english: 'product needle 27, during anesthesia procedure in patient, the needle broke. Its distal part remained inside the patient's subcutaneous tissue, it was required a surgical intervention to remove it as foreign matter." "Correction: the needle that presented issue during the procedure was the bd spinal 27gx3.5 of batch 0031858, expiration date 01/31/2025 and not the pencil-tip. Medication that was being administered: heavy neocaine."